Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device shut itself off. It was turned back on and continued to pace while a replacement was found. The device will be sent in for analysis/service. No patient complications have been reported as a result of this event.